Event description:
It was reported that the patient called with complaint of his pump being hard as a rock and he is unable to squeeze it in order to get it to pop. Patient services specialist went over trouble shooting with him and sent him an email with trouble shooting tips to include anti-stiction/ burp and reboot. The patient will contact if he has further questions. It was further reported that a product malfunction has not been confirmed, it is believed this is a patient education issue. There's no surgery scheduled at the moment.